Event description:
Product inserted post craniotomy. The initial of the cc1 p1 through the vk5.2 introducer was difficult. Once cc1 p1 was inserted, into the brain tissue the unit was connected in the operating theatre, but there was no po2 or brain temperature reading noted on monitor. The physician visited a few minutes, but there were no readings were noted. Another product was inserted. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.